Event description:
Pt implanted 11/19/1997 into the right and left marionette lines. Onset of infection and implant displacement 02/1998 in perioral area. Implant explanted and antibiotic prescribed 02/1998.